Manufacturer narrative:
The customer touched the sample well during sample application. Touching the sample well can impede the flow of the sample down the strip channels causing inaccurate inr result or testing errors. The customer's improper technique cannot be ruled out as a possible root cause for the observed inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.2, reference: 1.2, mean: 1.2, confidence limits: 1.0-1.5; (B)(6) 2013, 2.6, 2.6, 2.6, 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. All inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. Data provided by the customer from (B)(6) 2013 was excluded from comparison testing because a lab reference value was not provided. No further analysis of the customer's data was performed for this day. Data provided by the customer from (B)(6) 2013 was excluded from comparison testing because the tests were performed more than three hours between the two readings. Since the time of the tests exceeded three hours, changes in pt's status may have contributed to unexpected results. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed between the readings on this day. In-house therapeutic donor testing was performed on returned strips lot# 312581 on (B)(6) 2013. Results as follows: donor: 223, inratio: 2.7, inratio: 2.7, inratio: 2.9, reference: 2.60, bias threshold: 1.60-3.60, %cv: 4.17; donor: 232, 1.9, 1.6, 1.6, 1.70, 1.20-2.20, 10.19. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 4.1; (B)(6) 2013, 7.5, lab: 1.2 (approx 3-4 hours between tests). Pt self tester reported doctor told him to stop taking coumadin after receiving inratio = 7.5. Per doctor's orders, pt did not take coumadin on (B)(6) 2013 or (B)(6) 2013. Resumed his alternating 2.5mg and 3mg dosage every other day on (B)(6) 2013. Therapeutic range: 2.0-3.0. Date: (B)(6) 2013, inratio: 1.2, lab: 1.2 (2-3 hours between tests). Date: (B)(6) 2013, inratio: 2.6, doctor's poc: 2.6 (minutes between tests). Pt states his inr normally fluctuates between 1.9-2.9. Customer also reports touching finger to the sample well.